Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: twelve years after placement a tulip filter was found to have fractured. The filter had legs protruding through the ivc and partly piercing the small intestine and broken parts (legs) had moved into the ra and the rv. The filter and all fractured legs were reportedly removed. The tulip filter and several fractured primary and secondary filter legs were returned. One part of a secondary filter leg was returned in a separate plastic box, thus assuming it is the fractured leg, which migrated to the cavoatrial junction. Two CT studies, one a cardiac CT with contrast, the other a non-contrast CT scan of the chest, abdomen and pelvis were submitted for review. The CT images confirm a secondary leg has fractured and migrated to the cavoatrial junction. The fracture fragment appears to have perforated through the wall of the svc and the right atrium with a large pericardial effusion. There are multiple grade 3 interactions involving the primary and secondary legs of the ivc filter, with two legs extending into the duodenum, one abutting/perforating the portal vein, and another extending to the l3 vertebral body. In addition to the secondary leg that fractured and migrated to the heart, there are additional fractures involving the primary and secondary legs that extend into the l3 vertebral body. The cause of penetration is indeterminate, but likely multifactorial. Conical filter design, dwell time, significant filter tilt, and ivc diameter measuring less than 24 mm have been described as potential contributing factors to the development of ivc filter penetration. In this case, the confirmed factors known to potentially contribute to development of filter tilt is a conical filter design and a dwell time of 12 years. Therefore, the cause of the filter tilt may be related to intrinsic factors with either the filter design, dwell time or with the patient's anatomy/biology. The extensive perforations could have contributed to the observed findings by altering the mechanical forces on the legs, resulting in metal fatigue, and eventual fracture. The migrated fracture fragment in the heart, and reportedly the entire filter was removed surgically. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The tulip filter is intended for the prevention of recurrent pulmonary embolism via placement in the vena cava and the instructions for use supplied with any tulip filter specify that physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Also, the IFU caution that filter tilt, vc wall penetration/perforation, filter fracture, and filter or filter fragment migration have been reported. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: the günther filter that was placed about 12 years ago broke, and parts of it had flew into the right atrium (ra) and right ventricle (rv). Also, the günther filter that was left in the ivc had its legs protruding through the inferior vena cava (ivc) and partly piercing the small intestine. A cardiac surgeon removed both the part of the günther filter that had flew into the ra and the günther filter in the ivc. Additional information received 10jan2025: at the end of last year 2024, the patient visited the cardiology department complaining of chest pain, and a CT scan confirmed the presence of a foreign object, then it was decided to remove it. At the same time, an abnormality was found in the günther filter that had been placed in the ivc, and since it was thought that the foreign object seen on the CT scan was a broken piece of the filter, it was decided to remove the günther filter as well. The operation was performed by a doctor from the cardiac surgery department. There were broken fragments of a günther filter on the outer membrane of the ra and rv. Since no adhesion of the foreign objects to the heart had been observed, it was considered that not much time had passed since the fragments of the broken günther filter had entered the heart. The fragments that flew to the heart were the secondary legs of a günther filter. Günther, which had remained in the ivc, had broken through it and perforated the small intestine, so this was also removed. All broken parts have been removed from the patient. No new filter was placed after removal of the broken filter. The patient's condition is improving after surgery patient outcome: secondary intervention performed to remove filter and filter fragments. The patient's condition is improving after surgery.

Manufacturer narrative:
Manufacturers ref# (B)(4). D3) denmark. G1) denmark. G4) similar to device marketed under PMA/510(k): k233680. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.